Manufacturer narrative:
One used sample and five photos of the device were returned for evaluation. A visual inspection of the unit revealed that the needle had retracted. The returned device was disassembled and no defects were observed that would cause the failure of the needle to retract after activation and puncture and no deviations were found with regard to needle protrusion length from the molding, cooperation of the needle with the housing, quality of springs, or correctness of assembly. A reserve sample from the same lot number was tested and all devices made a correct puncture and the needle retracted afterwards. A review of the device history record revealed no irregularities during the manufacture of the reported lot number v7n58a5. Conclusion: an absolute root cause for this incident cannot be determined. However, due to an increasing trend of the number of complaints for needle retraction failure and more frequent accidental needle stick injuries, bd had a teleconference with the OEM manufacturer and it was determined that a CAPA would be opened for this issue. The bd CAPA number is (B)(4). Additionally, based on the analysis of samples provided by customers of previous complaints, it was determined that the main cause of failure of the needle to retract is too long needle protrusion length from the molding of the complete needle and planned actions are being taken under the CAPA (B)(4).

Manufacturer narrative:
In this emdr, bd corporate headquarters in (B)(4) has been listed in sections as high tech laboratory is an OEM manufacturing site. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: the device was manufactured between 01/22/2015 - 01/27/2015.

Event description:
It was reported that while using a bd microtainer® contact-activated lancet a nurse obtained a contaminated needle stick injury because the needle did not retract. There were no reported medical interventions for this incident.